Event description:
It was reported that the unit was showing wash valve error. The issue occurred outside the surgical environment with no patient involvement. No adverse events were reported as a result of this malfunction. At product evaluation investigation the insulation on the power cord was torn. The wiring was exposed. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was found to be leaking from the receiver and the insulation on the power cord was torn. The wiring was exposed. The power cord and receiver were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.